Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D10: device available for evaluation: yes. D10: returned to manufacturer on: 23-nov-2023. H.6. Investigation summary: material #: 368836. Lot/batch #: 3142290. Bd received 64 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for cracked holder with the incident lot was observed in 3 of the samples. An additional 10 of the returned samples were evaluated by functional testing, each used to draw 6 vacutainer tubes with water, and none of the holders separated or cracked. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cracked holder. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that before using bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder needles is detaching when the safety shield is taken off. The following information was provided by the initial reporter: needle detaches from holder before use when the safety shield is taken off. Event occurred before use.

Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 04-oct-2023. Bd received 63 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for cracked holder with the incident lot was observed in 2 of the samples. An additional 10 of the returned samples were evaluated by functional testing, each used to draw 6 vacutainer tubes with water, and none of the holders separated or cracked. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cracked holder. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that before using bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder needles is detaching when the safety shield is taken off. The following information was provided by the initial reporter: needle detaches from holder before use when the safety shield is taken off. Event occurred before use.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before using bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder needles is detaching when the safety shield is taken off. The following information was provided by the initial reporter: needle detaches from holder before use when the safety shield is taken off. Event occurred before use.